Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks around the display window. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.